Manufacturer narrative:
Reliability analysis inspected one random opened/used partial enlite sensor. Performed continuity resistance testing and the sensor failed per specifications. Also found cannula bent. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used. Unable to confirm the needle anomaly due to the insertion needles not being returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their sensor. The customer states they are having issues with sensor readings and blood glucose readings. The customer states their readings have been way off. The customer states having blood glucose level of 136mg/dl and the sensor reporting 56mg/dl. The customer states having gone through 3 sensors in 11 days. Troubleshoot was conducted. The customer reported that when removing one of the sensors, they noticed it was bent. The customer was advised that the sensors would be replaced, and the customer is returning the sensors for analysis.